Event description:
It was reported that stent damage occurred. A 2.25 x 24mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion and it was noted that the stent struts lifted from the balloon. No further information was provided.